Manufacturer narrative:
With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome include the patient's anticoagulation therapy. There are pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload device remains implanted.

Event description:
It was reported from the clinical database that the patient was admitted on (B)(6) 2016 after presenting with "gushing" epistaxis that had begun that morning. Both nares were packed by ears, nose, and throat (ent) specialist on (B)(6) 2016. He was then transfused with 2 units of fresh frozen plasma (ffp) on (B)(6) 2016. At event onset, the patient was on daily aspirin (asa) 325 mg and warfarin 4-5 mg. Both medications were stopped at admission. Due to history of embolic cerebrovascular accident (cva), patient was started on continuous low-dose heparin infusion on (B)(6) 2016. Packing was removed from both nares on (B)(6) 2016. Patient was started on saline nasal spray. Warfarin was started on (B)(6) 2016 and the patient remained hospitalized on heparin bridge while awaiting therapeutic international normalized ratio (inr). Asa 325mg daily was started (B)(6) 2016. On (B)(6) 2016, epistaxis recurred in left nare. Ent was consulted and left nare was packed. Asa, warfarin, and continuous heparin infusion were not discontinued. Packing remained in place for 3 days as per ent and was removed on (B)(6) 2016. Heparin infusion was discontinued on (B)(6) 2016. The patient was discharged home on (B)(6) 2016 with instructions to continue asa and warfarin. The event was considered to be resolved. The patient was not transfused with packed red blood cells (prbcs) throughout this event. The site deemed the event as related to the lvad device, and unrelated to the lvad procedure and patient condition.